Event description:
No additional event information was reported at this time.

Manufacturer narrative:
Proposed component code: mechanical (g04) - head. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. An adequate complaint history review cannot be performed as the complication, failure mode, and/or harm experienced by the user is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: implant fit and alignment are maintained. Bone quality appears osteopenic. There is no evidence of corrosion or osteolysis. There is no fracture or dislocation. A definitive root cause cannot be determined. Unable to confirm complaint as the event details are unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: ep-108524 e-poly 40mm +3 hiwall lnr sz24 203430. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-03022. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision surgery on an unknown day for an unknown reason.